Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the surgeon stated the staples did not fire on the pt side of the broad ligament. Another instrument was opened to complete the case. There was no pt consequence. 12/30/1997. The rep is also returning three tr35w cartridges.